Manufacturer narrative:
This report is being amended to reflect changes. This report will be amended when our investigation is complete. (B)(4).

Manufacturer narrative:
The product was returned disassembled, not broken or fractured; the reamer head was detached from the small diameter flex shaft. The flex shaft had some circular scuff marks near the reamer head which indicate some use. There is no remaining evidence of epoxy on the flex shaft or within the reamer head. The device history records were reviewed and the records indicated that the devices met specifications at the time of manufacture. The reamer is used for treatment. The package insert included with this device provides the following instructions for use: "to avoid reamer lodging during use, reaming should be immediately stopped and the reamer retracted when there is too much resistance. If the reamer becomes lodged, stop reaming immediately. Reverse the direction of rotation of the handpiece and back the reamer out of the canal." Repeated cleaning of the adhering bone is suggested if the bone is very hard. Surgical technique and the package insert suggest using reamers with the smallest diameter for initial reaming and then incrementally increasing reamer diameter to achieve efficient reaming. A definitive root cause of the instrument disassembly cannot be determined.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the drill broke while drilling the tibia canal.